Event description:
Medtronic received information, from a journal article, that approximately 3.5 years following the implant of this bioprosthetic val ve, echocardiographic findings revealed that the patient developed stenosis and perivalvular regurgitation. Also, the patient had a high left ventricle mass index, and symptoms of cardiac failure. The valve was explanted and replaced with another manufacturer's valve, with no adverse patient effects. Upon explant, no visual anomalies were noted. The physician believed the high gradient was due to a patient-prosthesis mismatch. The valve was discarded. Additional information was received that effective orifice area index (eoai) was normal following implant, but gradient rose with time.

Manufacturer narrative:
(B)(4). The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. It was reported that the physician believed patient-prosthesis mismatch was the cause of the reported clinical observation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.